Manufacturer narrative:
Terumo has not received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while taking out of box, a chip was found on the top of the oxygenator reservoir. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 1, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected. It was found that the curved venous inlet port was damaged at the tip. A retention sample from the same product code and lot number combination was visually inspected and found to have no damages or anomalies, specifically with the curved venous inlet port on the reservoir housing. It is likely that the port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.